Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported that during a re-do a-fib procedure, a perforation occurred. A small effusion was noted using the bwi soundstar catheter; however, the physician did not know if it was a pre existing effusion as he didn't do a full survey with the ultrasound at the beginning of the case. There were no problems with the transseptal punctures and there were no problems maneuvering the catheters during the case. An agilis sheath was used in the event. After the effusion was noted, the case continued keeping on observation the effusion with ultrasound. At the conclusion of the procedure, a pericardiocentesis was performed and approximately 450 cc of blood/fluid were drained. The physician's opinion regarding the causality of the event was that he believes that due to the non arterial look of the blood from the pericardiocentesis, it may have been caused by the polaris 10 pole cs catheter (no bwi product). The patient condition was good and fully recovered. The physician stated that the procedure was successful with no residual effects. It was clarified that the customer does not believe that a bwi product was responsible for the injury.

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Soundstar 3d 10f-90: us catalog #: sndstr10, lot #: unknown. C3 nav variable lasso: us catalog #: ln222515ct, lot #: unknown. (B)(4).